Event description:
It was reported when using the bd preset¿ syringe with attached needle customer noted that the date print was incomplete. The following information was provided by the initial reporter. The customer stated: ¿examination of the arterial blood collector revealed that the date print was incomplete. Report to the equipment department and contact the manufacturer."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor print on unit label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor print on unit label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."